Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device changeout procedure, low impedance and undersensing were observed on the atrial lead. The lead appeared to be discolored as well. The lead remained implanted but was programmed off.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2016. There were no adverse consequences to the patient during or post procedure.